Event description:
Two endeavor sprint drug eluting stent were implanted in rca during the index procedure. An angiographic complication of dissection occurred during the index procedure. The event was not assessed for relatedness with the study device.

Manufacturer narrative:
Results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).